Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that after changing the batteries, the pump¿s screen was blank. The pump has tones and vibrates. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2014: device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: pump powers up normally and displays "verfy" screen, unable to duplicate customer complaint,of blank screen. Unrelated to the complaint, the display is dim and reddish.